Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient's device sends a shocking sensation felt in the back that was so intense when it was turned on even at the lightest setting. It was also reported that the clinician's programmer could not communicate with the patient's ipg during reprogramming. It was noted that during an impedance check via remote control (rc), there were six contacts on the right side of the lead that was out. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and lead were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's device sends a shocking sensation felt in the back that was so intense when it was turned on even at the lightest setting. It was also reported that the clinician's programmer could not communicate with the patient's ipg during reprogramming. It was noted that during an impedance check via remote control (rc), there were six contacts on the right side of the lead that was out. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.